Event description:
It was reported that the shock impedance was out of range (> 150 ohms). Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 04, 2023 and june 06, 2024 recorded the stable coil continuity around 500 ohms. The last measured shock impedance showed 28912 ohms. Furthermore a warning showed shock impedance >150 ohms with possibly ineffective defibrillation system. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.